Manufacturer narrative:
Receiving inspection: received one (1) used ch2000s-c, spinning spiros, lot# unknown-->one (1) used 1ml empty bd syringe. The chemodrug residuals are observed in as received ch2000s-c and mating device. The syringe luer is damaged and occlusion is observed at spinning spiros (spin feature is activated). Functional testing: a 1ml bd syringe was connected to the female luer of the spinning spiros. The spin feature was activated. The syringe was heavily damaged from bending forces. The spinning spiros was disconnected from the syringe and the female luer threads had been deformed. The spiros female luer taper was measured and found to be iso compliant. An effort was made to prime the spinning spiros but the poppet was stuck at the tip to male luer inside diameter interface. A female luer was connected to the male luer of the spiros but the poppet was not activated. The poppet arms appeared to be too short to engage the mating device female luer. The spiros was disassembled and the tip of the spiros poppet appeared to have been welded to the inside of the male luer. It was also noted that the push arms on the poppet were not fully formed during molding resulting in a short shot. Final engineering analysis: the spinning spiros was returned connected to a damaged 1ml syringe. The syringe damage was typical of bending forces. The spinning spiros had the spiros poppet welded to the inside of the spiros male luer preventing fluid flow through the spiros assembly. The poppet component was not fully formed and resulted in a non-functional spinning spiros assembly. ICU medical has notified qa and molding for their heightened awareness. ICU medical has not seen this before and is considered an isolated first time instance. ICU medical will monitor and trend.

Event description:
Complaint received regarding one ch2000s-c report states: when attempting to inject the patient with the medication, I felt resistance and was not able to push the medication through the syringe. The pharmacy and doctor agreed that the medication could be given IV push, and I was instructed to administer the medication this alternate route. I returned to the floor and attempted to administer the medication IV push. I met resistance, however there is a antisiphon extension, and there was some resistance flushing with ns, also. No adverse patient consequences reported.

Event description:
Complaint received regarding one ch2000s-c report states: ...when attempting to inject the patient with the medication, I felt resistance and was not able to push the medication through the syringe.. The pharmacy and doctor agreed that the medication could be given IV push, and I was instructed to administer the medication this alternate route.. I returned to the floor and attempted to administer the medication IV push. I met resistance, however there is a antisiphon extension, and there was some resistance flushing with ns, also... No adverse patient consequences reported.